Manufacturer narrative:
The lens remains implanted and therefore not explanted. Device evaluation: the intraocular lens (iol) remains implanted and the lint was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a lint was noticed to be stuck in the center of the posterior portion of an intraocular lens (iol) during implantation in the left eye of a male patient. Reportedly, the surgeon managed to remove the lint using a bimanual I/a (irrigation/aspiration) handpiece. The lens remains implanted. The patient was reported doing good. No further information was provided.